Manufacturer narrative:
Multiple product were used during the procedure including: product ID, lot no., qty: 75446540, unk, 2; 75446545, unk, 6; 75447545, unk, 1; 7540020, unk, 8; 8115545, unk, 1; 8690100, unk, 2. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011 the patient presented with pre-op diagnosis: severe axial back pain; lumbar stenosis; severe bilateral lower extremity radicular pain; post laminectomy lumbar syndrome; intractable to medical treatment. The patient had severe degenerative changes. The patient underwent: exploration of l4 and l5 segments; l3 through s1 decompressive laminectomies/foraminotomies; use of posterior segmental instrumentation from l3-s1, bilaterally; l3-s1 posterolateral arthrodesis; use of autograft through the same incision; use of allograft, morcellized; use of intra-op fluoroscopy with interpretation. As per the op notes, after the foramia at l3-l4, l4l5 and l5-s1 were exposed bilaterally within the sacrum patient's known tarlov cyst had actually eroded through the bone. The cyst was punctured and filled with bioglue to obliterate it. Then using fluorpscopy, the pedicles were cannulated all the way to the vertebral bodies of l3-s1. Bone marrow was aspirated from each of the vertebral bodies and mixed with graft for grafting. 6.5 x 45 mm screws were inserted at l3,l4 and l5 bilaterally, and two 6.5 x 40 mm screws were inserted at s1 bilaterally. Titanium rods were cut to fit and contoured follwing the lumbar lordosis and secured to the screw heads using blockers which were then tightened. A crosslink was placed between l4 and l5 screws. Graft was then applied over the bone graft. There were no patient complications reported. On (B)(6) 2011 the patient presented with pre-op diagnosis: complex post-op wound infection, lumbar region. The patient underwent I<(>&<)>d post-op wound, complex. As per op notes, previous sutures were cut, encountering a significant amount of purulent discharge above the fascia. Also the fascia was opened to confirm that infection had not gone down. No evidence of infection was encountered. Wound edges were debrided and a large curette was used to remove any nasty-looking tissue. The fascia was then approximated. Subcutaneous tissues were closed and the skin was closed. There were no patient complications were reported. On (B)(6) 2011 the patient was discharged with following diagnosis: status post spinal fusion with subsequent wound infection, and incision and drainage; chronic pain; hypothyroidism; anxiety and depression; narcotic dependence; anemia.

Manufacturer narrative:
Part no. 7600320 <(>&<)> lot no. B0017046 ; part no. 7600310 <(>&<)> lot no. B00206866. (B)(4) (allergic reaction) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Note: multiple product were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of allergies. The patient scheduled a visit to a facility for further testing. Patient had a host of allergies- to medications and foods- had serious allergic responses- the symptoms she started having after surgery and has continued till current date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.